Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Patient condition was unknown.

Manufacturer narrative:
Correction: manufacturing report 2017865-2022-45146, should not have been submitted as a medical device report (MDR) as the explant did not take place - did not indicate a malfunction and did not cause a serious event.